Event description:
International affiliate reports catheter placed as per product guidelines with no difficulty. Worked fine for 48 hrs. During catheter removal distal 5cm portion of the catheter was noted to have broken off inside pt. Removed surgically under local anesthetic. Tip of catheter located 1-2cm deep into skin.